Event description:
According to the reporter, during the laparoscopic inguinal totally extra peritoneal hernia repair procedure, a balloon a tacker were used. During the inflation of balloon in the inguinal space and implantation of tacks in the inguinal space through mesh, the balloon was making a strange noise, leaked gas/air and distorted/ an unusual shape, the surgeon felt a vibration from the balloon during the inflation and was not seeing the normal amount of dissection accustomed to with the device. Upon placing the balloon back into the trocar, he tore a large hole in it. At this point he opened a new balloon and completed the inflated dissection without issue. Regarding the tacker, a loud crunching was heard from the handle until the second fire, at third attempt was made and a tack was deployed, but it did not implant. The tack was retrieved, and the handle removed from the patient. The physician was unable to load a new reload on the handle, so a new handle was opened and used without further incident. No harm was caused to the patient.